Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button errors and had black screen not all time but some times. There was issue with the middle button only. Troubleshooting was performed and later the buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.